Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on 09/21/2016 that on (B)(6) 2016, the device had an intermittent out of range signal. No additional patient or event information is available. The transmitter was returned for evaluation. A visual inspection was performed and passed. Global transmitter functional testing was performed and the transmitter passed. The reported intermittent out of range signal could not be confirmed. A root cause could not be determined.